Manufacturer narrative:
The actual device was returned for service. Reliability engineering evaluated the device and determined that the device was making an unusual noise, running intermittently and failed the safety assessment. During repair, it was observed that the wires were damaged on the electronic control unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair, it was determined that small battery drive device was making an unusual noise, running intermittently and failed the safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.